Event description:
It was reported that an ongoing altitude alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection and did not require assistance from a third-party. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes and loading a new cartridge the alarm cleared.